Event description:
It was reported that the user experienced hyperglycemia while awaiting dexcom connectivity, with a fingerstick blood glucose of 407 mg/dl and multiple recent cgm sensor failures; data did not populate after a sync attempt and a potential contribution from infusion site location was discussed. Symptoms included hyperglycemia with feeling unwell. Outcomes included self-management at home with instructions to hydrate, perform light activity as tolerated, change the infusion site, monitor blood glucose over the next 1.5 hours, and call back with updated readings. Investigation included remote troubleshooting, data synchronization attempts, and education on infusion site management. Investigation of this case revealed no definitive device malfunction, with a possible contributing factor related to infusion site placement and cgm sensor performance issues. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.